Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer states that earlier today sensor glucose value was more than 20 points off of blood glucose value. Sensor glucose value that triggered the suspend event was 75mg/dl. Blood glucose value from reported event was 185 mg/dl and sensor glucose value from reported event was 50mg/dl. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer did not wish to troubleshoot for high blood glucose level. The sensor will be returned for analysis.